Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a review of the alarm log, and a service history review were performed. The f-38 alarm was identified during the power on self test and alarm log review. The cause of the condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard pump presented the f-38 alarm. There was no patient involvement. No additional information is available.